Event description:
The patient was revised for instability with some wear of the insert.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear. No evidence was found suggesting product error was a contributing factor, and the need for corrective action is not indicated.